Event description:
Reporter performed back-to-back tests resulting in blood glucose readings of 216, 110 and 64 mg/dl at 4 a.m., using different fingers, but feels she may have oversaturated the teststrip. Upon testing with lifescan she received a 107 and 113 mg/dl. Control solution test was 118 (88-133) mg/dl. Reporter states she was not experiencing any symptoms.